Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the ventilator and replaced the touchframe printed circuit board (pcb). The ventilator passed all calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt). (B)(4).

Event description:
The customer reported that the ventilator screen was frozen. The customer was unable to confirm if the ventilator was being used on a patient at the time the reported problem occurred. There is no report of patient injury or death associated with this event.